Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. The patient expired at home due to unknown causes. It was reported that the patient was seen in clinic about a week prior to the death, and that there were no issues observed. The clinicians at the coumadin clinic had called the day before the patent's death with routine dosing instructions. The patient expired at home and the pump was not explanted. No additional information was reported.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the patient outcome could not be conclusively determined. A specific cause for the patient's death was not known by the center. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.